Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricle lead exhibited failure to capture and over-sensing. X-ray revealed that the lead was dislodged. The right ventricle lead was explanted and replaced. Patient was stable.